Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004, the patient underwent l2-l4 hardware removal, and a posterior spinal fusion, l1-2 using legacy 5,5 and bmp2 at l1-l3 on both sides. No patient complications were reported. On (B)(6) 2007, patient presented with a severe adjacent level degeneration with spinal stenosis and foraminal stenosis at l5-s1. Patient underwent l4-5 hardware removal and a posterior spinal fusion to l5-s1 using legacy 5.5 titanium with exiting crosslink and bmp2 with crescent cage. Ap and lateral x-rays showed good position of the cage, restoration of lordosis, and adequate position of the screws which had stimulated satisfactorily. X-rays were satisfactory. Emg stimulation was satisfactory. On (B)(6) 2010, patient underwent a hardware removal and an anterior interbody fusion surgery at l5-s1 using bmp2 with pyramesh cage, autograft and mastergraft. The anatomy was very distorted because of the previous surgery. Doctor did a transperitoneal approach to the l5-s1 disc space. There was a lot of fibrosis in the area. The osteophytes in the front completely obscure the disc space. Doctor removed some of the osteophytes, gradually got into the disc space and removed all of the disc material and the cage. Doctor used parameter rasps to repair the disc space, cut a pyramesh cage and filled it with mastergraft, autograft taken from the osteophytes and endplate, which was morselized, along with a 4 milligram dose of infuse. A lateral x-ray showed good position of the cage. On (B)(6) 2010, patient returned for a posterior stabilization, underwent a spinal fusion at l5-s1 using bmp2, with osteograf 6.35 screws and cobalt chrome rods and crosslink. After a hardware removal, doctor took a large infuse kit and wrapped it around 10 milligrams of mastergraft, hydroxyapatite mixture. This was placed in the lateral gutters extending from l5 to s1 then reinserted the screws, this time using osteogrip screws. Next, the rods were placed times two, plugs times four. These were sheared off. Crosslink was placed. This plug was sheared off, and center crosslink tightened. This appeared to stabilize the area quite well. Emg stimulation and x-rays were satisfactory. On unknown date, patient's post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Event description:
It was reported that on (B)(6) 2010 patient underwent the following procedures: hardware removal at ls-51; explored anterior interbody fusion, found to have a pseudoarthrosis; anterior interbody body, l5-s1, i.e. Refusion; cage, l5-s1, 13 x 20 millimeters oblong; local bone graft combined with the median rhbmp-2/acs kit and bone graft matrix. Preoperative diagnosis: pseudoarthrosis at l5-s1. As per op-notes: ¿we therefore cut a cage to the required size. We filled it with bone graft matrix, autograft which we had taken from the osteophytes and endplate, which was morselized, along with a 4 milligram dose of rhbmp-2. This was placed into the cage and then very carefully tapped into the disc space and to the posterior edge, filling up the disc space quite nicely. We countersunk it 5-6 millimeters. The wound was then examined. I did not feel we needed anymore rhbmp-2 placed in the area, so we placed gelfoam over the area to seal the disc space basically.¿